Event description:
It was reported that during an obesity by video procedure, the stapler and reloads had problems. The stapler cut but not stapled and the reloads locked. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on which firing did the event occur? Please explain what is meant by, the reloads locked? Was there any difficulty in opening the device?